Manufacturer narrative:
(B)(4). The customer reported 135 occurrences and returned samples for 30 of the occurrences. A visual inspection was performed on the 30 returned samples and the reported condition was confirmed as particulate matter was observed in each of the returned samples. The assignable root cause was determined to be due to the machine/ equipment at the manufacturing facility. As a corrective action, a vacuum system was installed on the automix machine #819 to remove any particle generated by the components assembled in the automix connector. A black background was also implemented on the assembly station line #3 in order to perform a visual inspection for particles. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an all-in-one empty container was found to have particulate matter which could be seen inside the bag. There was no patient involvement or injury reported associated with this issue. No additional information is available.